Event description:
An occlusion issue was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect from the site and load a new, empty cartridge onto the pump to deliver a 9-unit bolus. The customer utilized multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, a replacement pump was sent to the customer, who was advised to return the problematic pump using the provided return box and pre-paid label.